Event description:
The customer reported that during insertion of a pin for cannulated screws in an ankle case, this pin driver attachment "proceeded to come apart." There was no report of serious injury or surgical delay: however, it was reported that " there is a risk that fragments of the attachment remain in the pt." The procedure was completed as intended by using a chuck to insert the pin.

Manufacturer narrative:
Investigation findings: conmed linvatec received this pin driver attachment for investigation and confirmed the reported problem. The evaluator found the grippers broken off of the shaft. A review of complaint history for this device shows similar reports. An investigation into the root cause and mitigation for this type of failure remains in process. Conmed linvatec will continue to monitor this device for failures.